Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation the complaint was confirmed and the bending section cover had come off. Also, evaluation found the image guide bundle was defective, the image guide cover lens was dirty, the distal end was damaged, and the bending section had poor water tightness. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover of the oes cystonephrofiberscope was damaged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material inside the biopsy channel. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material inside the biopsy channel occurred due to insufficient cleaning (handling problem). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.